Event description:
It was reported that during a routine pulse generator change out, a fluoroscopy revealed that the right ventricular lead was fractured and identified an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.